Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.)¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp/5.5 device for mechanical circulatory support. The patient developed ischemia during impella cp support. When contrast was injected through the re-access port, flow was noted to be sluggish down the leg. As a result of the ischemia, the decision was made to explant the pump. Pulses were detectable following pump explant.

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the limb ischemia ¿ reversible issues been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.